Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the peritonitis. On an unreported date, the patient was treated with vancomycin, for the peritonitis. The patient had recovered from the peritonitis. This is report 2 of 3, for the flexicap involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The patient experienced the event of peritonitis during (B)(6) 2013. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. (B)(4). As the sample was not available, an evaluation could not be performed. Should relevant additional information become available, a follow-up report will be submitted.